Event description:
It was reported that when the bolus was in use, the device read that it was not connected even though the cord was connected. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed the dose connector pin deformed. Event history log confirmed dose cord disconnection alarms occurred even if the dose cord was connected to the pump during pump operation. Functional testing was able to replicate and confirm the reported issue. The root cause was determined to be a deformed dose cord connector pin. The dose cord connector pin was corrected. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.